Event description:
Olympus medical systems corp. (Omsc) received a literature titled "a before-and-after study of evidence-based recommendations for on-call bronchoscopy". The literature reported the result of 528 intensive care units (ICU) admission patients (924 procedure) who underwent on-call bronchoscopy procedure using olympus "fibrescopes with 5- to 6-mm outer diameter" and unspecified device from november 2015 to october 2017. In the literature, it was reported complication as follows; (1) desaturation (26 cases) (2) mild bleeding (6 cases) (3) moderate bleeding (3 cases) (4) severe bleeding (5 cases) (5) cough (4 cases) (6) emesis (3 cases) (7) arrhythmia (2 cases) (8) others (9 cases) (9) death (157 cases) "death" is described in the literature as follows. "There was no procedure-related death during the study" also, "severe bleeding" is defined as follows. " severe bleeding was defined as bleeding causing step-up care (i.e., ICU admission and escalation of respiratory support)" there are not mentioned that these complications were related to the subject device in question. However, omsc assumes that "severe bleeding" might be related to the subject device, and the subject device might be caused or contributed to a death or serious injury. Therefore, omsc determined that the "severe bleeding" was adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit a medical device report (MDR) depending on the event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.